Event description:
It was reported that shaft leak occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified proximal to mid segment of the left anterior descending artery. A 28 x 3.00mm promus premier drug-eluting stent was advanced for treatment. During coronary intervention, the physician was unable to deploy the stent after positioning it. Despite replacing the pressure pump, the balloon would not inflate, preventing the stent from being deployed. The physician removed the stent and safely guided the catheter out under fluoroscopy. Upon inspection, it was found that one part of the delivery system was damaged, fractured and leaked, causing the balloon unable to be expanded. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.

Event description:
It was reported that shaft leak occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified proximal to mid segment of the left anterior descending artery. A 28 x 3.00mm promus premier drug-eluting stent was advanced for treatment. During coronary intervention, the physician was unable to deploy the stent after positioning it. Despite replacing the pressure pump, the balloon would not inflate, preventing the stent from being deployed. The physician removed the stent and safely guided the catheter out under fluoroscopy. Upon inspection, it was found that one part of the delivery system was damaged, fractured and leaked, causing the balloon unable to be expanded. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the promus premier ous mr 28 x 3.00 stent delivery system was returned for analysis. A visual and tactile examination identified no kinks or damages to the hypotube shaft or shaft polymer extrusion. A visual and microscopic examination of the crimped stent identified that the proximal edge of the stent had its stent struts lifted. Microscopic analysis revealed that the distal extrusion identified a 2mm longitudinal tear in the outer extrusion. The tear was located at 30cm proximal from the distal tip. A microscopic examination of the inner/wire lumen, at the site of the tear, identified no damage. The balloon was tightly folded and no damage was observed. The outer diameter of the undamaged stent was measured and found to be within specification.